Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating consecutive stalled motor events, and multiple restarts did not resolve the malfunction despite an adequate battery level; the user transitioned to backup therapy and a replacement device was arranged with instructions to sync data and power down prior to return. Symptoms included no reported impact to blood glucose. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.